Event description:
"Possible malfunction of pump." Medwatch form received 4/10/2001: "pt received large bolus of baclofen which could not be accounted for by the programming. Pt remained intubated & on a ventilator for several days".